Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 49 mg/dl was recorded by continuous glucose monitor (cgm) at 10:58:03 am on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 10:58:03 am. On (B)(6)2020, user made a bolus request of size 5.03 units, approximately 3.5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) values from 45-46 mg/dl were recorded by continuous glucose monitor (cgm) from 3:38:03 pm to 3:43:03 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 3:38:03 pm. On(B)(6)2020, at 11:23:31 am and 11:34:02 am, user made bolus requests of size 0.94 units and 2.41 units, respectively, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 50-51 mg/dl were recorded by continuous glucose monitor (cgm) from 6:03:03 pm to 6:08:03 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 5:58:03 pm. On (B)(6)2020 at 4:10:29 pm, user made a bolus request of size 1.34 units, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44-62 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.